Manufacturer narrative:
Product event summary: the programmer failed testing that verifies signals from the analyzer port are working correctly. The link electronic module (lem) board was determined to be the cause of the failed tests.

Event description:
The programmer was pulled from distribution and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.